Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose was high at 346 mg/dl after she was not on her insulin pump for several days. At the time, the customer was at an urgent care walk-in facility. Programming assistance was provided. Nothing further was reported.